Event description:
It was reported that stent damage occurred. This 3.00 x 38mm synergy xd was used in a procedure. The distal part of the stent strut was lifted while inside the patient. The procedure was completed with another device with no patient injury.